Manufacturer narrative:
Device received with constant pump error 38 during rewind due to broken off motor slide tip causing the motor slide to rewind past the motor home switch and remain stuck against the motor housing. During visual inspection, motor, electronics stack, home switch and force sensor was corroded. Device passed self test. Unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant pump error 38. Unable to verify pump error 43 due to constant pump error 38.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer reported that they were able to clear the alarm. Customer stated that they were not able to rewind the insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.